Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and noted to have variable threshold measurements (1.1v to 3v). The most recent threshold measurement was 1.4 volts-1.6 volts with both manual and automatic testing. This lead remains implanted and in service. No adverse patient effects were reported. A follow-up check with the patient is intended for further review of this lead. Technical services were consulted and recommended further troubleshooting/reprogramming options.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and noted to have variable threshold measurements (1.1v to 3v). The most recent threshold measurement was 1.4 volts-1.6 volts with both manual and automatic testing. This lead remains implanted and in service. No adverse patient effects were reported. A follow-up check with the patient is intended for further review of this lead. Technical services were consulted and recommended further troubleshooting/reprogramming options. Additional information: several requests were submitted to the field to obtain additional details regarding this event; however, no further information has been provided. Should additional information become available, a supplemental report will be submitted. Update: the field representative provided further information indicating that no further programming changes have been made, and that there was no evidence of loss of capture during provocative testing in clinic. The device still remains in service, with no reports of device issues since.